Event description:
Caller reported difficulty pressing the quick bolus/wake button on their pump, as it required multiple presses to activate the screen. There was no reported adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.